Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
This report is being sent to update the date of event.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker went into a safety mode condition. A request was made to have data from this device analyzed. Data analysis confirmed the device was in safety mode. The device was subsequently explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the clinical observations were confirmed. Review of the device memory confirmed that the device recorded multiple faults/resets which resulted in the observed error message. The device data showed there had been numerous magnet applications; with the twenty most-recent magnet applications being recorded on the date of the device faults. It appeared that a magnet application on that date was completed during an atrial tachy response (atr) mode switch and caused the fault which resulted in the device entering safety mode. Next, the device was taken out of safety mode and was exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Of note, this family of devices has been specifically designed such that if three system faults/resets occur within a 48-hour period, a device will enter safety mode.

Event description:
This report is being filed to provide product investigation results.